Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. The technician stated that the issue was resolved by replacing the high glow relief regulator. The machine is back in service.

Manufacturer narrative:
The relief valve was returned and in good condition. The machine entered dialysis mode and stabilized with no problems. The conductivity was stable. The automated test sequences passed, the diasafe filter integrity test passed. The loading pressure is 25 psi, deaeration pressure is-24 in hg and flow pressure is 35 psi and no presence of fluid leaks. All values are within specifications. The extracorporeal blood circuit was prepared successfully. The extracorporeal blood circuit was connected. The blood circuit was primed successfully. The recirculation of the saline for one hour was successful. No backfills were encountered. The dialysate flow was successful. The float dropped four times in less than 15 seconds at a flow rate of 500 ml/min and four times in less than 10 seconds at a flow rate of 800 ml/min. Through evaluation of the part the alleged malfunction could not be duplicated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification. The reported issue of "filling of saline bag" was addressed by CAPA.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.